Event description:
The hosp staff discovered that the partially restrained pt had become disconnected from the endotracheal tube connected to the device and expired prior to the staff's arrival. The device was reportedly alarming as specified at the time of discovery. The dir could not provide info on how the pt had become disconnected, however stated that the function of the device did not contribute to the pt death. Additional pt history, cause of death and whether or not an autopsy was performed is unk. The customer was unable to identify the venilator involved with the event, so the respironcis service tech tested all customer units and all performed to operating specifications.